Event description:
After insertion of 3.0 fr catheter into the pt rptr attempted to flush the catheter and a defect was noted at junction of the catheter and the hub. Saline solution was noted spraying from this junction. Catheter was immediately replaced.